Manufacturer narrative:
The device is being evaluated by a stryker foreign subsidiary. Additional information will be submitted once the quality investigation is complete. The device is being evaluated by a stryker foreign subsidiary. Additional information will be submitted once the quality investigation is complete.

Event description:
It was reported that at the user facility the device was overheating. No further information was able to be provided by the user facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that at the user facility the device was overheating. No further information was able to be provided by the user facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported overheating was not able to be duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly for visual examination, no components were identified which would have likely caused or contributed to the reported failure. The device was serviced for preventive maintenance, and returned to the user facility.